Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 600mg/dl due to the infusion set not adhering. The customer felt sick and emergency services were called. Customer indicated that they went to the hospital for 4 hours. Customer declined high blood glucose troubleshooting and wanted to report the incident only.